Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported having paresthesia in the wrong location. Their stimulation has been in the wrong location beginning suddenly almost 3 weeks ago. They need to be reprogrammed. Their stimulation is shooting in their chest and abdomen area on their right side when it should be going to their left leg. They tried changing their settings on their patient programmer but nothing was working for them. The patient was told to stay on program a in the beginning because of the recharging interval of program b but since the beginning they have had no results on program a so they tried program b which worked. Then all of a sudden it wasn¿t working for them anymore. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.